Event description:
Pt was treated on (B)(6), 2010 and f/u CT scans on (B)(6), 2010 revealed infarction with hemorrhage transformation and edema. This event was reported as having a possible relationship to the study device and angiographic procedure. No action was taken, and this event is unresolved. The site reported this event as not serious.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra (B)(4) study (retrostart). The info available regarding this event is limited to the procedural reports provided by the hosp.